Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the xenon lamp timed out. This occurred prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was confirmed (via event logs). The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on september 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp, which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).